Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was not confirmed during evaluation of the sample returned. No malfunction was detected in plant visual and functional examination. A root cause can be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.

Event description:
The transfer set would not connect to the titanium adapter tightly. After changing to another transfer set, it was able to be tightened to the same titanium adapter without difficulty. There was patient involvement. No patient injury or medical intervention was reported along with this complaint.